Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was under infusing. The following information was received by the initial reporter with the following verbatim it was reported by customer that a medication was programmed to infuse at 45.6 ml/hr over approximately 24 hours. The medication was started on 10/29 @ 9:09 pm and did not complete until 10/31 at 3:00 am (when it was expected to finish around 9 pm on 10/30).

Manufacturer narrative:
It was reported by customer that the infusion set did not dispense the correct amount of medication. One sample was received for quality evaluation. Visual examination was conducted and there was no damages or abnormalities. The infusion set was then connected to a corresponding luer connector and a simulated infusion was conducted at 125 ml/hr for 1 hour with water. There was no leakage witness during the testing. Additionally, the infusion was timed and the liquid dispensed was captured to determine if the flow rate and volume dispensed was accurate. After the simulated infusion was completed, the volume dispensed was accurate. The customer complaint of flow issues - accuracy was not verified. A root cause was not determined because the failure was not replicated. A device history record review for model mzx5306 lot number 24039231 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mzx5306 lot number 24099312 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # unknown batch # unknown it was reported by customer that a medication was programmed to infuse at 45.6 ml/hr over approximately 24 hours. The medication was started on (B)(6) @ 9:09 pm and did not complete until (B)(6) at 3:00 am (when it was expected to finish around 9 pm on (B)(6). Customer reports: please see the attached product complaint form. Please send shipping materials - as we do not have the ability to mail them to you without - and shipping labels. Issue noted on complaint form: a medication was programmed to infuse at 45.6 ml/hr over approximately 24 hours. The medication was started on (B)(6) @ 9:09 pm and did not complete until (B)(6) at 3:00 am (when it was expected to finish around 9 pm on (B)(6). The volume in the bag was 1,093.5 ml. The pump was notably 18 inches above the patient's heart level as the patient was sleeping and side-laying. The fluid bags were approximately 20 ml above the pump. The infusion was being administered through a 20g huber needle in an implanted port. Describe patient / hcp / user impact the nurse reports requiring to input more vtbi several times during the night (as many as 6 times). A delay in 6 hours to complete an infusion subsequently makes the next infusion bag in the regimen late, extending the patient's length of stay. Although the pump was higher than manufacture recommendations, this is common practice. An over infusion of 6 hours is unusual.